Event description:
It was reported that; inserted jammed then broke.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: according to the general instruments IFU, the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. The manufacturing history review revealed that the device was more than 4 years old at the time. It was reported that the inserter was stuck/jammed and then the surgeon had to hammer it to get it loose, which resulted that breakage. The age of the device may have resulted the device to get jammed or loose its proper functionality. Due to which the surgeon had to hammer the instrument that resulted the tip of the instrument to get fractured off. Conclusion: therefore the possible root causes of the reported event are: normal material wear and tear of the instruments and excessive force applied.

Event description:
It was reported that; inserted jammed then broke.